Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two rounds of anti-tachycardia pacing (atp) and two shocks for what appeared to be an atrial driven rhythm with rapid ventricular response (rvr). Additionally, it was mentioned that the therapy did not convert the rhythm. Technical services (ts) was contacted and reviewed the data. This ICD remains in service. No additional adverse patient effects were reported.